Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial/ batch: (B)(6). Product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 16157580.

Event description:
It was reported that the patient was experiencing gastrointestinal (gi) issues since the lead replacement procedure (MFR. Report no.: 3006630150-2023-00770). It was mentioned that the lead placement in the thoracic spine was causing patient to have multiple gi issues including a bleeding stomach. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Event description:
It was reported that the patient was experiencing gastrointestinal (gi) issues since the lead replacement procedure (MFR. Report no.: 3006630150-2023-00770). It was mentioned that the lead placement in the thoracic spine was causing patient to have multiple gi issues including a bleeding stomach. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the patient was experiencing diarrhea. It was mentioned that diarrhea had gone away since the scs system was removed,

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70 (sn: (B)(6). The returned leads were analyzed. The reported allegation that the patient was experiencing gastrointestinal issues including bleeding stomach was not confirmed. The linear leads were found to have been damaged as a result of a typical explant procedure. However, the labeling review confirmed that the reported event is commonly a known risk associated with implanting a pulse generator as part of a system to administer spinal cord stimulation. Therefore, this investigation has been attributed to a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was experiencing gastrointestinal (gi) issues since the lead replacement procedure (MFR. Report no.: 3006630150-2023-00770). It was mentioned that the lead placement in the thoracic spine was causing patient to have multiple gi issues including a bleeding stomach. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the patient was experiencing diarrhea. It was mentioned that diarrhea had gone away since the scs system was removed,